Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined issue caused due to faulty latch. A field service engineer, replaced door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis ciisafe system, the door has unexpectedly opened and the system does not recognize that the compartment door is closed. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.